Manufacturer narrative:
Medical devices continued: product ID 6935m-62 lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed possible atrial lead undersensing and high atrial lead thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was an atrial lead position check failure. In addition, low p waves were noted on the atrial lead.